Event description:
It was reported that pump touchscreen was not responsive even though screen was not cracked or shattered and caller stated that screen was not working. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to clean and dry hands and screen and perform touchscreen test, but test failed both before and after multiple pump resets, so customer was unable to interact with pump screen and used multiple daily injections as backup therapy while technical support arranged pump replacement, confirmed shipping details, advised on programming settings and reconnecting continuous glucose monitor, and instructed customer to place pump in storage mode and return it using prepaid label within 10 days.